Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5111359/5149620.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patients leads had high impedances. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.